Event description:
Doctor was doing a laparoscopic tubal ligation using hulks clips. When the doctor went to implant the first clip on the fallopian tube, the hulka applicator closed, but when the clip was released, it fell off the fallopian tube, due to clip not being completely closed. The hulka clip fell into the patient's cavity, but the doctor was able to retrieve the clip with a grasper. When removing the clip through the trocar port, the doctor had to make a larger incision to get the clip out of the patient. The clip came apart while doctor was removing it through the trocar port, but all pieces were retrieved without any patient injury or complications. Another clip was applied successfully.

Manufacturer narrative:
Results of evaluation showed that clip failed pivot test (drap jaw-upper jaw pivots freely). This could have occurred due to rough handling of clip during removal. All other performance test on clip passed. See attached report. Also, hulka clip applicator that was used during procedure was evaluated and there was no problem found with the applicator. No true conclusion can be drawn on why incident happened. Cause could have been related to user handling. Hulka clip applicator (8388.84) was sent in for evaluation with (2) hulka clips (4986.09). One of the hulka clips (clip a) was the clip that fell into the patient cavity. Per evaluation, the hulka clip applicator performing to specification and no problem was found. The hulka clips went through performance testing and pass all except the pivot test, which is the drop jaw (upper jaw pivots freely) test. There is no real conclusion that can be drawn, due to the fact that clips were severely bent when it came in for evaluation. The rough handling of both clips could have caused the clips to fail the pivot test. Cause: unk.